Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the blood glucose was high. The customer's husband reported that the reservoir lip ring broke half off and had high blood glucose of 400 mg/dl. The customer had high blood glucose and changed set as was told to by endocrinologist. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device had cracked case at display window corners, cracked battery tube threads, broken half of reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner, missing reservoir tube o ring, minor scratched and cracked display window.